Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to treat a lesion in the sfa and btk. The sfa was treated successfully using a non-mdt device. However, while attempting to treat the btk using the amphirion deep, during advancement it was caught by the stent at edge of sfa and was stuck in blood vessel. Although the device was inflated, the situation did not improve. Then, an attempt was made to strongly pull the relevant device and to remove it by force, but it was detached from the balloon. The detached balloon was left on the stent edge, and the relevant device was replaced with another otw type of balloon and the pieces of detached balloon was adhered to the stent. The procedure was completed and procedure was therefore extended over half an hour. No other clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: the device was found broken close to the end of the hypotube, traces of blood detected on the device. The shaft was broken and stretched for 20mm starting from the hypotube broken point. All the part of distal shaft and balloon was missing. No other analysis could be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.